Manufacturer narrative:
Device not returned.

Event description:
The customer reported that during testing the handpiece button was sticking. A sticky trigger could create a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.